Event description:
This gj tube was placed without difficulty 18 days prior to the event. A new tube was placed because the original tube was found to have a hole in it and could no longer be used to deliver therapy. No patient harm occurred.